Manufacturer narrative:
During an interventional procedure, a 7 x 150 mm 120 150 smart sfa iliac stent would not deploy. It was removed from patient. The procedure was successfully completed with another smart stent. There was no reported patient injury and the device will be returned for analysis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The intended target lesion was in the mid/ distal sfa. The target lesion was a 99% diffused lesion with unknown calcification and stenosis. There was no vessel tortuosity. The stent delivery system did not pass through any acute bends. Delivery of the stent delivery system (sds) to the lesion was contralateral. There was no difficulty encountered while advancing the device. Additional information received from customer states that they do not remember specifically but may have tried to deploy outside of the patient attempting to see if there was an issue with delivery system. The product was returned for analysis, one non-sterile smart 120 150, sfa - 7x150mm catheter was received inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked/ closed. Per visual analysis, the stent of the unit was received 0.6 cm pre-deployed. Blood residue was observed. No other anomalies found. A deployment test was performed. The unit was cleaned with peroxide and the valve of the stent delivery system was unlocked/opened. The stent was completely deployed. Neither difficulty nor anomaly (resistance, friction, or incomplete stent deployment) was experienced/observed during deployment procedure. A device history record (DHR) review of lot 17648143 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿stent delivery system (sds)-ses-deployment difficulty - premature deployment¿ was confirmed due to the unit was received already 0.6 cm pre-deployed. However, the complaint reported by the customer ¿stent delivery system (sds)-ses-deployment difficulty ¿ unable¿ was not confirmed. Functional analysis was successfully performed on unit. The cause of the event reported could not be conclusively determined. Based on the information available for review, procedural factors may have contributed to the events as evidenced by the partially deployed stent. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the instructions for use (IFU) were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment jumping while the locking pin is still in.  The IFU states, ¿if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.¿ handling factors may have contributed to the partial deployment, additional information received from customer states that ¿they do not remember specifically but may have tried to deploy outside of the patient attempting to see if there was an issue with delivery system.¿ neither the DHR nor the analysis of the returned device suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During an interventional procedure, a 7x150mm 120 150 smart sfa iliac stent would not deploy. It was removed from patient.  The procedure was successfully completed with another smart stent. The returned device was deployed by 5cm. There was no reported patient injury and the device will be returned for analysis.  The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible.  The product was stored, handled, inspected and prepped according to the instructions for use.  There was nothing unusual noted about the stent delivery system prior to use.  The intended target lesion was in the mid/ distal sfa. The target lesion was a 99% diffused lesion with unknown calcification and stenosis.  There was no vessel tortuosity.  The stent delivery system did not pass through any acute bends.  Delivery of the sds to the lesion was contralateral.  There was no difficulty encountered while advancing the device.  Additional information received from customer states that they do not remember specifically but may have tried to deploy outside of the patient attempting to see f there was an issue with delivery system.